Manufacturer narrative:
The investigation for the automated impella controller (aic) purge disc/flag issues has been completed. Data logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was returned for evaluation. A broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. E.1 revised us phone number as it was previously entered incorrectly on the initial manufacturer device report number.

Event description:
The user facility reported the automated impella controller (aic) displayed a purge disc not detected alarm during impella mechanical circulatory support to a patient. The aic was replaced. There was no report or indication of interruption in therapy and/or harm to the patient.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.